Event description:
A customer reported that their AED's asi is blank, and the AED will not power on. The customer did not report this occurring during patient use.

Manufacturer narrative:
Analysis of the log files and the AED is ongoing and the cause of the complaint is not known.

Manufacturer narrative:
Testing of the returned battery pack determined that depleted cells within the battery contributed to the premature depletion that resulted in the AED not powering on.

Manufacturer narrative:
Analysis of the AED's log files identified that the customer's failure to promptly address red asi warnings reduced battery life expectancy. On (B)(6) 2025 the AED attempted to alert the user by flashing its red asi and chirping as a result of a self test. The AED continued to flash and chirp until (B)(6) 2025 when the battery pack was measured at a critically low state and the AED began reporting replace battery pack now, followed by the battery fully depleting or being removed from the AED. The AED remained in this condition until (B)(6) 2026 when a replacement battery pack was inserted into the AED.